Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump not infusing correctly during therapy (programmed amount and delivery rate unknown). The reporter had several pediatric patients, using buretrols with their running intravenous fluid. The reporter stated they always add about 10 ml above the hourly volume to be infused (vtbi), so no air gets in the line. The reporter stated they did this, as practice, to 2 different pediatric patients on; both buretrols ran completely dry and the pump alerted to air in the line. They received in report, that the same thing happened overnight. There was no known patient injury or medical intervention associated with this event. No additional information is available.